Event description:
It was reported that the customer received excessive no delivery alarms. No troubleshooting occurred, because customer believes the no delivery alarm is due to an empty reservoir. It was also reported that the customer was hospitalized due to a non diabetic reason. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.